Manufacturer narrative:
The zoll console will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed.

Event description:
As reported, the innercool rtx console (sn (B)(4)) continually shuts off spontaneously prior to patient use. According to the reporter, the unit was restarted multiple times and there were no alarms prior to the unit shutting off. Another innercool rtx was used to begin treatment. There was no patient consequence reported as a result of the issue.